Event description:
Additional information received confirmed that catheter was broken and the catheter was not attached to the pump. The event outcome was intervention required. Since the catheter was broken, the patient felt that she had "baclofen dumping into her body and she felt as though she was drowning."

Event description:
It was reported that the catheter was cracked during implant/replacement surgery. It was stated that they must have pushed too hard while trying to connect the new pump and catheter together. It was added that they were not sure when a surgery was to be scheduled to replace it; "however, sometime in (B)(6)." An x-ray was done on (B)(6) 2012 that confirmed it was cracked. Patient experienced increased spasms and that her left hand was completely curled. Patient was currently on oral baclofen. Patient was getting medications and felt as though the pump was still working just not getting the correct amount of medication since catheter was cracked. A catheter disconnect during pump replacement along with break/tear/hole were indicated by the healthcare provider. Patient outcome was noted as no injury. As of (B)(6) 2012, patient continued to have concerns regarding device or therapy and was working with her hcp. The next appointment date was on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was further reported that the patient's spasticity was getting worse since (B)(6); and had come "roaring back" since the new pump was installed on (B)(6) 2012. The patient's toes on the left were curling and was further noted as "effecting her entire body" and balance. The patient was taking oral baclofen but felt she needed a new pump. The patient was having difficulty finding a health care provider to replace her pump; she did not want to return to prior hcps. Per the reporter, "her pump has been broken for 4 months now". The patient remained on oral baclofen.

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
The consumer reported that the healthcare provider (hcp) smashed the catheter when implanting the device. As a result, the device was "free floating" in the patient's body and had been distributing the baclofen. Per the consumer, the pump was reportedly on recall.